Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery alarm on the insulin pump. The insulin pump was received with scratches on the lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels and absence of no delivery alarm. Customer's blood glucose level went as high as 426 mg/dl. Troubleshooting for no delivery alarm was performed. Customer treated their high blood glucose with a bolus delivery. Customer replaced the battery on the insulin pump, changed out their set and their blood glucose remained high. Customer advised the insulin pump did not alarm no delivery even though they believe they did not receive insulin. Customer advised the insulin pump made a grinding noise during bolus delivery. Customer performed and passed the high pressure test and displacement test. Customer's alarm history showed multiple no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.